Manufacturer narrative:
All pertinent information available to manufacturer has been submitted. Lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported that a pcb00 intraocular lens (iol) was removed directly after insertion into the eye. The physician reported the trailing haptic broke and the injector plunger over-rode the trailing haptic during insertion. Per the physician the issues were observed when the iol was already 2/3 in the eye. The iol was removed by cutting a 1/4 pie piece, enlarging the wound to 3.5 (from 2.4) and rotating the iol out. There was no vitrectomy, however suture of the main would was required. Another pcb00 lens was used as a replacement. The patient returned the next day with 20/40 vision. On the fourth day post-op, the patient was 20/20 uncorrected with no signs of injury.

Manufacturer narrative:
Returned to manufacturer on 10/03/2016. The preloaded insertion device was not received. Only the lens was returned for evaluation. The lens was observed with a missing portion and a haptic detached. The complaint reported was not verified. However, the returned lens has a detached haptic. Manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.